Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had has issues with healing, for that reason the pacemaker was moved to submuscular, also sales representative asked about the allergic reaction and testing materials. Boston scientific technical services provided a material information letter. No additional adverse patient effects were reported.